Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. The site representative replaced the blown fuses on-site and the issue was resolved. A medtronic representative inspected the imaging system on-site through a full imaging system check-out following part replacement and full system functionality was confirmed. Part return was requested but the fuses were discarded by the site, so no part return is expected. No further issues were reported.

Event description:
A site representative reported that the imaging system had one blown fuse. The site biomed discovered that the f12 power line fuse had blown. The system was unable to be powered on, and the line power light remained off while the system was plugged into its storage location. This occurred outside of any patient involvement. No further details were reported.